Event description:
The complainant alleged that during routine testing by a biomed the device exceeded the suggested charge time while operating in battery mode. The device also stopped charging and displayed an "error 45" message. The complainant indicated there was no pt involvement with this reported malfunction.